Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator stopped cycling with a safety valve open alarm while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
Product analysis: a pressure solenoid (psol) was returned to covidien/ medtronic¿s product analysis. The returned component was installed into a test ventilator for analysis and a leak was found in the psol. A visual inspection of the returned component was performed and under a microscope presence of a white foreign substance on the inner concentric circles of the poppet. The seat carrier was viewed and it was discovered there was contamination of a black fiber on the edges of the carrier. An investigation was performed and the identified root cause of the reported issue was isolated to the contamination. If information is provided in the future, a supplemental report will be issued.